Event description:
Event description guidant received information that plastic guide on this catheter cutter bent back. An assistant attempted to clean the cutter for return and inadverntently cut his finger. The cutter was returned.